Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, 4 fr sl groshong inserted march 10th removed april 20th, due to leaking at insertion site. On removal noted break at 35-36 cm mark. Patient needed PICC removed and new inserted for plan of care. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. The white suture wings were attached to the catheter between the 40cm to 42cm depth markings. A functional testing of flushing water in the catheter using a 12ml syringe was performed. A leak was observed between the 35cm to 36cm depth markings. A microscopic observation revealed a split where the leak was found. The outer edges, as well as the fracture surface of the split, appeared to be rough and uneven. The catheter was dissected for inspection of the inner wall. The inner edges of the split were observed to be somewhat round and polished with some irregular areas. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.